Event description:
The customer reported that a pt expired while being monitored by the (B)(6) with spectrum bedside monitor and the monitor did not alarm. Customer did not attribute the pt's death to the device.

Manufacturer narrative:
Mindray service rep inspected the monitor and found that the arrhythmia option was not enabled during the time of the event.